Event description:
It was reported that during a lap appendectomy, the jaws locked closed while trying to fire the clip (not the first firing, but unknown which firing this occurred on). The device was locked on the vessel and in order to remove the device with another clip applier had to be opened to cut the vessel out. It was the surgeon's intention to remove this vessel during the case. The patient is fine, the scrub tech and surgeon were unaware of how to pull the handle back to manually open the device. The surgeon and scrub tech have been inserviced.

Manufacturer narrative:
11/05/2008. Information is unavailable; device was not returned for evaluation.